Manufacturer narrative:
E1. Initial reporter addr 1:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the caps of five (5) tubes are not affixing properly after sample collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 29 retained samples were sent for functional tests, with five of these samples showing stopper creepout/stopper pop off. All process and final inspections were within specification limits. Despite these findings, no definitive root cause from the manufacturing process has been identified for the reported defect of stopper creepout. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retention sample analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the caps of five (5) tubes are not affixing properly after sample collection. No adverse impact was reported regarding the patient or user.